Event description:
It was reported that the patient presented for follow up in clinic. Device interrogation revealed that the pulse generator exhibited overestimated battery longevity. The patient will continue to be monitored, and was in stable condition.